Event description:
On (B)(6) 2025, our distributor reported an issue with the 3dimensions mammography system. It was reported that the screws securing the large gear wheel at the back of the vertical travel assembly (vta) were frequently loosen or released themselves, causing a jerking movement of the c-arm. As the integrity of the vta cannot be guaranteed once the screws securing the large gear wheel are broken or loosen, our hologic technical service team has indicated to our distributor that the system should not be used until the vta has been replaced. No injury was reported to the patient or user. Our hologic technical service team has advised our distributor to replace the complete vta as the resolution and indicated that the system should not be used until the vta has been replaced. Hologic is currently awaiting confirmation from the distributor that the vta has been replaced and that the system has been tested and is operating within specifications. No further information is currently available.